Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation two photos and two physical sample were provided to our quality team for investigation. Through visual inspection, crack and hole in the surface of the access tip was observed. Therefore, the reported failure mode was confirmed. A device history review could not be performed as the lot involved in this incident was unknown. Based on the available information, we cannot identify a root cause at this time. Should you experience any issues with our product, examination of the device may provide clarification as to the cause of the reported failure. Complaints received for this device and reported defect will continue to be monitored by our quality team for signs of emerging trends. H3: see manufacturer narration.

Event description:
Reported issue: clinician (B)(6) called in stating that they got 2 of the pleurx drain kits and the tip of the bottles where it goes into the connector on the patient is cracked and it is unusable. Would like replacements for the 2 bottles. Injuries or adverse event: no.

Manufacturer narrative:
(B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Reported issue: clinician pam called in stating that they got 2 of the pleurx drain kits and the tip of the bottles where it goes into the connector on the patient is cracked and it is unusable. Would like replacements for the 2 bottles. Injuries or adverse event: no.